Manufacturer narrative:
(B)(4).

Event description:
During the follow-up of the subject symphony pacemaker, rate response sensor (previously set with mv+g) was turned off and the programmer would not allow the sensor to be programmed back on at the end of the follow-up. Attempts to re-initialize the sensor or to re-program other parameters failed. The user was able to program the g-sensor on and rate responsive pacing was observed; however, he was still unable to program mv+g during this follow-up. Please review the programmer files, and explain why mv+g ("twin trace / rr-auto") cannot be programmed for this device and provide a patient management recommendation for this patient.

Manufacturer narrative:
It was reported that the device was replaced on (B)(6) 2016. The reason stated was due to the reported event, an issue with the rate response.

Event description:
During the follow-up of the subject symphony pacemaker, rate response sensor (previously set with mv+g) was turned off and the programmer would not allow the sensor to be programmed back on at the end of the follow-up. Attempts to re-initialize the sensor or to re-program other parameters failed. The user was able to program the g-sensor on and rate responsive pacing was observed; however, he was still unable to program mv+g during this follow-up. Please review the attached programmer files, and explain why mv+g ("twin trace / rr-auto") cannot be programmed for this device and provide a patient management recommendation for this patient.

Event description:
During the follow-up of the subject symphony pacemaker, rate response sensor (previously set with mv+g) was turned off and the programmer would not allow the sensor to be programmed back on at the end of the follow-up. Attempts to re-initialize the sensor or to re-program other parameters failed. The user was able to program the g-sensor on and rate responsive pacing was observed; however, he was still unable to program mv+g during this follow-up. Please explain why mv+g ("twin trace / rr-auto") cannot be programmed for this device and provide a patient management recommendation for this patient.